Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that multiple cartridges became damaged, and were leaking from the o-ring near the septum. Customer was unsure how damage occurred. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. There was no reported adverse impact to customer's blood glucose level.